Event description:
Facility alleged that air bubles could not be cleaned from the bloodline. The entire setup was discarded, ebl 200ml. Pt. Requiredd two (2) units of prbc's as the hemotocrit dropped to 19. Pt. Is ok, no hopitalization required as per facility hcp.